Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Additional product code: hwc. Placeholder.

Event description:
Patient was involved in mva and was treated with an external fixation on (B)(6) 2010, for a bilateral wrist fracture. On (B)(6) 2010, surgeon removed the ex-fix and revised patient with a lcp distal radius plate and screw construct. Patient had a second mva on (B)(6) 2013 and was presenting with pain. X-rays revealed that the plate had migrated distally, and all four screws along the articular surface were broken. Patient returned to the operating room on (B)(6) 2013 for revision surgery. At this time, surgeon removed the plate and screws and revised patient with 3.5mm screws with k-wires for a wrist fusion. This is 1 of 5 reports for (B)(4).